Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-06387.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery the provisional was fractured when the surgeon was taking out the shim. The surgery was completed with another device. No adverse events have been reported as a result of the malfunction. All the fractured pieces were returned. Attempts have been made and additional information on the reported event is unavailable at this time.